Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot#: va1mnps, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that there was a high impedance on contact 8 found intra operative. Diagnostics/troubleshooting and interventions/actions performed included connecting a disconnecting multiple times to try and resolve the issue. The lead was tested using a screening table. Impedances were within range after the implant. After tunneling and making extension connection, impedances on contact 8 were high. The issue is reported to not be resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a rep reporting that the patient had encountered an out of regulation (oor) message with the picture of the doctor and a telephone while on the phone with the hcp on 2018-04-05. The rep reported that the patient's ins was set to constant voltage mode and that the patient checks the ins at least a few times a week but it was unknown if the patient checked the ins more frequently than that. The hcp reported that they created a couple of new groups for the patient on (B)(6)2018. The hcp reported that the patient had checked their ins with the patient programmer on (B)(6)2018 and did not see the oor message at that time. The hcp reported they had the patient come into the clinic on 2018-04-05 and checked the device impedances which were as follows: left: all values within normal limits at 3.0 v stimulation right: the following contacts were elevated at 3.0 v: c<(>&<)>8 16,600 c<(>&<)>9 12,695 8<(>&<)>9 18,791 8<(>&<)>10 16,960 8<(>&<)>11 18,138 9<(>&<)>10 12,296 9<(>&<)>11 14,128 the hcp reported that these impedances were similar to the patient's prior visits and that the patient's therapy impedances were fine. The hcp reported that the oor message was able to be cleared on the patient's programmer and they have not heard from the patient since, so they assumed they had not seen the oor message again. The hcp reported that the patient seemed to be receiving appropriate therapy. No further patient complications have been reported as a result of this event.